Event description:
The complaint/event involved a 15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve. The tubing was reportedly clogged and this resulted in a two hour delay before a patient's administration with a new bag of doxorubicin. The therapy was successful using the new bag. No defects were observed with the device prior to the incident, and there was no foreign object in the tubing. There were no adverse events, and no one was harmed as a result of this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used unit. List #011-h2771 connected to a, 5% glucose 250ml bag, were returned for evaluation. As received no physical damage or anomalies were observed on the sample. The cracking pressure of the sample was tested, and no flow was confirmed through the valve. Once pressure was increasing more than specification a flow through the valve was observed. Complaint of no flow / can't prime / difficult to prime can be confirmed. The probable cause is due to manufacturing error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 10/23/2024.